Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned measuring 11.5 cm. External abrasion was noted at 9.8 cm to 10.4 cm from the connector pin, breaching the outer insulation exposing the outer coil caused by friction to the device can. Other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.